Event description:
Surgeon: (B)(6) (surgeon). Surgeon: dr. (B)(6) (leading surgeon). Dr. (B)(6) got stuck during the withdrawal of a gauze compress through a trocar at the seal of the trocar. Due to this, part of the seal fell off the seal. All of them could be retrieved - according to leading surgeon dr. (B)(6), no material was left in the pt.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.